Event description:
The customer contact reported a whitescreen error. The device was returned to the biomedical dept from the central supply department with a report that the device was inoperable. During testing at the user facility after the device was powered on, the device alarmed with a whitescreen error. Though requested, no add¿l info was provided.

Manufacturer narrative:
Testing and investigation found at power up, the device displayed a whitescreen error and the device sounded an audible alarm from the secondary beeper. This was due to the user interface controller 2 (uic2) (B)(4) hardware. This report represents all the info known by the reporter upon query by hospira personnel.